Event description:
It was reported that the needle tip did not retract into the base when the needle was removed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to advance the safety mechanism is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed saline use residues throughout the returned device. The safety mechanism was not advanced over the needle tip upon the return of the device. A microscopic observation of the returned infusion set revealed excessive adhesive along the metal sleeve of the safety mechanism. The excessive adhesive caused the safety mechanism to adhere to the needle housing of the device. A uv light revealed the clear material to be adhesive. The safety mechanism was advanced with force and a ring of excessive adhesive was observed on the metal sleeve of the safety mechanism. Excessive adhesive is caused during the manufacture of this product; therefore, the complaint of inability to advance the safety mechanism due to excessive adhesive was determined to be caused during the manufacture of the infusion set. This complaint will be recorded for future trending and monitoring purposes.